Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. The customer treated with back up plan. The drive support cap was normal. The customer also reported that air bubbles were found in tubing during therapy. The products were not returned for analysis.